Event description:
The digisonics 0b-500 system calculated an incorrect fetal due date because of an incorrect study date transmitted from the acuson ultrasound system via the oblink. Consequently the physician delivered a baby by c-section approximately 3 weeks prematurely. The hospital was informed 6 weeks prior to the adverse event that the acuson & digisonics systems were incompatible due to the recent acuson y2k upgrade.